Event description:
It was reported that during a da vinci thyroidectomy procedure, the attending nurse reportedly observed the white portion of the da vinci harmonic ace curved shears insert at its tip to peel off and was noted to divide sharply through the monitor. The staff reportedly changed to another instrument to complete the case. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the teflon pad of the harmonic ace curved shears insert was damaged. The proximal end of the pad appeared to be slightly peeling off. The cause of the damage was likely due mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the shears insert found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.